Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported to philips that the device was not working on ac power source. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips biomedical engineer evaluated the device and could not duplicate the reported problem. The biomedical engineer plugged in the device and confirmed it was working with no replacement parts required.